Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinking of the shaft at approximately 137mm from the distal tip of the emboguard device. Evidence of a tear in the balloon material at the midsection of the balloon was identified. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kink as the ball gauge could not be advanced past this point without resistance. The complaint report detailed that the balloon would not inflate during device use. The returned emboguard device could not be successfully inflated and deflated as per the procedural steps in the IFU, therefore the complaint event is confirmed. The kink observed on the returned unit were reported to have occurred during repackaging in the complaint description and are unrelated to the complaint event. An attempt to recreate the balloon rupture indicates that the potential cause of the damage on the returned emboguard device may be attributed to insertion with a semi-inflated balloon and without the aid of the peel-away sheath. Although the complaint event is confirmed, root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. Based on the lot history record review for lot 9174298, it was concluded that the catheters were manufactured according to the specification. The required tests and inspections were performed and passed, and no anomalies were noted during the DHR review. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a carotid artery occlusion, the thrombus had to be aspirated through the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795c / (B)(6), the emboguard bgc became blocked and had to be removed. It was reported that ¿as there is only one insertion aid in the packaging, the emboguard had to be pushed through the sheath without the insertion aid. Unfortunately, the balloon was rendered unbreathable in the process, which was noticed during the intervention.¿ the procedure was reported as successfully completed. There was no negative patient impact. It was noted in the complaint that ¿the kink in the emboguard was caused when packing it in the packaging. The complaint relates exclusively to the balloon.¿ on 13-sep-2024, additional information was received. Per the information, there was no negative patient impact. There was no relevant vessel characteristics. The response received regarding whether there was a break in the material integrity such as a crack or a fracture, the response received was, ¿should be, not inspected.¿ the complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 14-nov-2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."